Manufacturer narrative:
Device evaluation: g4, h2, h6, h10. Results of investigation: a field service representative is able to verify the customer's reported issue. The fsr retested the est test to see of the numbers would come in. No autocycling now but volumes are slightly high. He calibrated the transducers yesterday drift was very slight on exp flow, exp press. And insp press. Only by 1 ad count. Rechecked his testing methods and settings were in line with the manual. Checked his test setup was correct.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported to vyaire medical that the avea ventilator auto cycle. There is no patient involvement.